Event description:
It was reported that multiple, intermittent unexpected resets occurred. The customer's blood glucose level was 150mg/dl. Reportedly, the customer loaded a new cartridge onto the pump and continued using the pump for insulin therapy.